Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06545. This device was received with MDR ID: 2134265-2017-06545 with no reported issues. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During the procedure, when the burr was used to get through some calcification, it was noted that the burr got stuck in the lesion and came off the catheter. The whole system was removed from the patient's body by pulling out the wire which dragged the burr out of the vessel together with the wire. The patient was sent to surgery due to how complicated the procedure was. No further complications reported. However, preliminary device analysis revealed at the location of the detached burr, approximately 129.5cm from the spring tip, the wire has a small chunk missing and discoloration of the wire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection observed the body of the rotawire was kinked in three different locations; the distal tip was kinked as well. Also, a small portion of the rotawire shows rotational wear at 200.5cm from the proximal end measuring approximately 0.5cm. The overall length of the device was within specification with no detachments noted. All outer diameters (od) were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID# (B)(4), tw# (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06545. This device was received with MDR ID: 2134265-2017-06545 with no reported issues. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During the procedure, when the burr was used to get through some calcification, it was noted that the burr got stuck in the lesion and came off the catheter. The whole system was removed from the patient's body by pulling out the wire which dragged the burr out of the vessel together with the wire. The patient was sent to surgery due to how complicated the procedure was. No further complications reported. However, preliminary device analysis revealed at the location of the detached burr, approximately 129.5cm from the spring tip, the wire has a small chunk missing and discoloration of the wire.